Event description:
Patient had a permanent pacemaker implanted for symptomatic bradycardia, near syncope. On that pacemaker required removal and insertion of a new one secondary to loss of output on pacemaker from battery depletion.what was the original intended procedure?permanent pacemaker insertion.device #1is this a laboratory device or laboratory test?no.